Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer discontinued use of the pump and had manual injections as alternate insulin therapy. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed.